Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 100, 221, 365, and hi (or 501+) within 10 minutes then 73 mg/dl after dosing with insulin. The results within 10 minutes, when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury. Or mistreatment associated with this event.